Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the ok keypad button has been intermittently unresponsive for the past six months. She confirmed that there are no tears or peeling of the keypad. She denied cleaning the pump.